Manufacturer narrative:
Product complaint: (B)(4).

Event description:
The medical records were reviewed. The records indicate the patient's preoperative blood work showed elevated serum cobalt chromium ion levels.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges failed asr hip implant. There is no revision reported at this time.

Event description:
After review of medical records for MDR reportability, patient was revised to address alval and pain. Pre-operative workup suggested the likely etiology being a painful asr component with likely alval reaction. Revision notes reported of approximately 30cc of non purulent fluid , extensive accumulation of tan-grey necrotic material lining all of the proximal tissues, abundant metal stained membrane and necrotic tissue, stem was noted to be grossly loose with fibrous attachment only.